Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number:(B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). We have reviewed the production records of the excor cannula, lot 00038680. This cannula was produced according to our specification. The excor cannula, lot 00038680, was implanted on (B)(6) 2016 and remains in use following the removal of the compromised section. The defective, trimmed off section of the cannula was not provided to the manufacturer for analysis. The pictures provided by the clinic are not sufficient to identify the cause of the damage to the cannula. However, email communication from the distributor,indicate that the patient's mother noticed the leakage only when the patient was kinking the cannula. In the current instructions for use (IFU), the user is advised that the cannula section must not be bent at the transition to the connector region or at the transition to polyester velour section, since this could lead to the damage of the cannula. Furthermore, the user is advised to ensure that the cannulae are not subjected to any tension, torsion, pressure or traction. And further on, in the manual the user of excor is instructed to inspect the blood pumps and cannulae regularly.

Event description:
We were informed by our distributor in (B)(4), that the clinic noted some minimal damage in the arterial cannula of the right excor blood pump of a patient supported in the bvad configuration. A small tear was identified in the silicon that led to the leakage of a minimal amount of blood. Trained personnel at the clinic trimmed off the compromised section of the cannula. The site reported that the patient was not negatively affected by the incident and is doing well.